Event description:
Following a lumbar puncture, the pt developed severe pain which was unable to be controlled despite aggressive pump adjustments. An x-ray (date not reported) showed the catheter down at the l4 interspace and not in the intrathecal space. The catheter had a break or cut. The distal fragment was unable to be located; it was suspected to be residing in the third ventricle. The catheter was replaced. The pt recovered without sequela. The device system was used to deliver hydromorphone, bupivacaine, and clonidine.